Event description:
It was reported that the device was explanted due to undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported undersensing was confirmed after review of the device diagnostic data. The device met specifications for testing. No anomaly was found.